Manufacturer narrative:
Medtronic received the following information from a journal article entitled; snare-assisted delivery for ascending endovascular repair of acute type a dissection eudailey w. K, ebrahimi j.a , still s, prejean .p.s, ahmed I. A, beck w.a, von mering g. Annals of thoracic surgery 2021;112:e5-e8 https://doi.org/10.1016/j.athoracsur.2020.12.027. Other relevant device(s) are: unk-cv-sr-val-nav , s/n: unknown; use by date: unknown ; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient presented to emergency room and a CT performed showed an acute type a dissection originating distal to the coronary ostia and terminated prior to the origin of the innominate artery. Intervention was performed. Under general anesthesia a valiant navion 37 x 52mm stent graft was advanced from the left femoral artery into position in the ascending aorta over a double curved stiff wire located in the left ventricle. Ascending aortography was performed through a pigtail catheter inserted via the right brachial artery. The stent graft was then advanced and positioned approximately 2 mm distally to the right coronary ostium. The stent graft was deployed under rapid ventricular pacing at 180 beats/min, and coronary patency was confirmed by nonselective angiography immediately after deployment. Additional distal length of coverage was required and a second navion graft (40 mm x 55 mm) was chosen. While traversing the arch, the graft delivery system bias toward the greater curvature. There was concern that undue wall stress would compromise either the integrity of the native dissected aorta or dislodge or advance the proximal graft. The physician elected to remove the delivery system and attempt deployment with the assistance of a snare device. A non mdt snare was attached to the distal portion of the delivery system approximately 4cm proximal to the distal-nose cone before intravascular insertion. The snare was then passed with the graft into the aortic arch and traction was applied to the snare so that the graft was pulled toward the lesser curve of the ascending aorta. Once in proper position, the snare was then released and pulled back with the delivery shaft. Final positioning of the second delivery system was confirmed and the second graft was deployed under rapid pacing with approximately 25 mm of overlap. The patient was transferred to ICU and once extubated was found to have a new left-sided weakness. A CT angiogram demonstrated occlusion of mid-to-distal right middle cerebral artery and severe atherosclerotic disease. The patient was discharged on day 15 to a skilled nursing facility.